Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. Subsequently, the valve was inserted into the patient and deployed at a depth of 3 mm. Upon initial deployment, an infold was observed in the valve frame. A second bav was performed using a 20 mm non-medtronic balloon; however, this did not resolve the infold. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.